Manufacturer narrative:
The device was not returned to cardinal health for evaluation and the lot number was unknown. Infections resulting from invasive procedures are a well known potential adverse event and are listed in the IFU as such. There are a multitude of possible etiologies and opportunities for the introduction of pathogens into the patient, however, at this time it is not possible to draw a clinical conclusion between the device and the event. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Without a lot number to conduct a lot history record review, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore no corrective or preventive actions will be taken at this time. Based on the information provided, the root cause of the reported event could not be determined. It should be noted that the mynx is terminally sterilized and subjected to lal (limulus amebocyte lysate) testing to ensure the product meets sterilization and bacterial endotoxin specification, prior to each lot being released for commercial use. Should additional relevant information become available, a supplemental MDR will be filed. Additonal related MDR report: 3004939290-2016-00326.

Event description:
It was reported that after vascular closure with mynxgrip, the patient developed infectious complications (abscess). Additional information was requested, but is not available at this time. Report 2 of 2.